Event description:
Customer reported via phone call to have high blood glucose of 420 mg/dl, which customer attempted to treat with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for unexplained high blood glucose. Customer did not have tubing clamp in order to complete troubleshooting. Customer would call back when in receipt of tubing clamp. Customer was advised to monitor issue and call back if necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.